Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed dexcom g7 continuous glucose monitor (cgm) glucose readings in the dexcom app but not on the ilet, indicating signal loss between the cgm and the ilet. No adverse clinical symptoms reported. Outcomes included no impact on health, no alerts or alarms, and no hospitalization. User support included customer support troubleshooting and user education, including verification of the g7 pairing code and reentry after a bluetooth toggle to reestablish communication. Investigation of this case revealed that the issue was limited to communication between the cgm and the ilet, and the device appeared to function as designed after re-pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user-level connection loss resolved through standard pairing procedures.